Event description:
It was reported to philips that the image screen went black during a case, with the live monitor losing sync on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reset the monitor and planned replacement if the issue persists. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).